Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with a pacemaker had an abscess at incision site which is an indicative sign of infection. The patient also had to press many times on the pocket where the leads are located. No adverse patient effects were reported. The pacemaker remains in service.